Manufacturer narrative:
Product analysis summary: the device returned with a crack on the front side of the luer, the distal end of the crack curved towards the wing of luer. A hairline crack was evident on the back of the luer. The balloon folds were intact. Contrast/liquid was visible in the inflation lumen. The device was unable to be inflated due to the crack of the luer. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was attempted to be used. The device was inspected before use with no issues noted. The device was inspected before connecting to the inflation device. No issue was noted. No crack was noted prior to attaching the device to the inflation device. No difficulties were noted when attaching the luer of the sprinter to the non-medtronic inflation device. Force was not used and it felt like a normal connection. Negative prep/purging was performed on the device prior to use, with no issues noted. The device did not pass through a previously deployed stent. It was reported the fault on the plastic hub was noticed when the balloon was at the lesion area and dilation was attempted. Zero inflation of the balloon was noted. It was reported that inflation difficulties were encountered. The same non-medtronic inflation device was successfully used with other devices. No patient injury was reported.